Event description:
Medical records received on 14 jan 2020 and pre-op revision notes were reviewed to identify patient harms/product issues on (B)(6) 2020. The patient underwent a right knee revision due to pain, discomfort, instability, difficulty walking, effusion, and tibial tray loosening at the cement to implant interface. The femoral component was well-fixed but revised. The patellar component was well-fixed and retained. Two depuy cement products were used during the primary operation. Doi: (B)(6) 2015 dor: (B)(6) 2019 right knee.

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. Visual examination of the provided photographs confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a primary attune total knee replacement done at outside facility. Patient received a cemented right total knee arthroplasty, surgery was completed without indication of complication by the surgeon. The patient was experiencing pain and instability in her right knee.